Manufacturer narrative:
A bci fse (field service engineer) was not dispatched to the site since one was not requested by the customer. The bci hotline provided instructions to the customer on how to perform routine ise maintenance. Recalibration of the first analyzer resolved the problem. However, a definitive root cause was not determined. This is one of 13 medwatch reports related to this event. All associated reports, including this one, are listed below: 2050012-2010-02183, 2050012-2011-02559, 02560, 02561, 02562, 02563, 02564, 02830, 02839, 02840, 02841, 02842, 02843. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) and chlorine (cl) results were obtained on their unicel dxc 800 synchron system instrument and the results were reported out of the laboratory. Prior to the event, the ise (ion-selective electrode) system was calibrated and qc (quality control) results were found to be within the lab's established ranges. When the low results were questioned, the samples were analyzed on the lab's second analyzer, both the na and cl results were found to be higher and amended reports were issued. The ise system on the first analyzer was recalibrated, qc was run and the samples were re-analyzed. The results obtained on the first analyzer matched those of the second analyzer. The customer provided 12 examples of the erroneously low results along with the corrected results. The total number of patient sample results reported out of the laboratory is unknown. While the customer did not receive any report of adverse event or patient injury associated with this event, it is not known if there was any change to patient treatment.